Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal to anterior tibial artery. A 1.2mmx15mmx142cm coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.